Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The ins was not helping with their pain. There were no external factors present at this time that may have led or contributed to the issue. The patient has been reprogrammed several times. The patient had x-rays taken to see if it was a lead migration and they had a pump trial to possibly try the pump. The issue was not resolved but the patient was noted to be alive with no injury. The rep indicated that surgical intervention occurred. The patient was reprogrammed several times and on (B)(6) 2018 the patient had a trial pump put in. The patient stated that if they get the pump they will have the stimulator explanted. The patient was going to see how the pump helped the pain and maybe try another reprogram to get relief. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep does not have the date of when the event began. They do not have information in regards to the results of the x-rays taken. As of now, there is no plan of returning any device since there is no definite plan of having the ins removed. The patient is going to try with both therapies to see if they get relief. No further complications were reported/are anticipated.